Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported death. It cannot be concluded what exactly caused the patient¿s death with the information available. However, at the time of this clinical investigation there have been no reported liberty cycler malfunction or product deficiency associated with the patient¿s death. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported death remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse contacted customer support and reported that a patient on pd therapy expired while connected to the liberty cycler (unknown phase of treatment). Treatment details as well as circumstances around the patient¿s death are unknown despite multiple due diligence attempts. The pd nurse was not able to identify what caused the patient¿s death. Patient demographics and comorbid conditions are also unknown. The patient¿s end stage renal disease (esrd) death notification form was requested; however, not yet received. No further information is available currently. To date, there have been no reported liberty cycler malfunction or product deficiency associated with the patient¿s death.